Event description:
It was reported, via a healthcare professional, that an enterprise EU ent4.5mmd 28mml wno dstl tp vascular reconstruction device (enc452800/ 9651821) was used for an endovascular embolization procedure. During the procedure, the user reported that the stent was intentionally deployed and detached; however, the stent was not in the desired position, but it still covered the aneurysm neck completely. Doctor planned to release a second stent, an enterprise EU ent4.5mmd 22mml wno dstl tp vascular reconstruction device (enc452200/ 9730959), to achieve a better effect, so delivered a second stent. The second stent was impeded in the microcatheter hub and could not be pushed into the microcatheter. The doctor removed the second stent and microcatheter from the patient and gave up implanting the second stent, then completed the surgery. The surgery was prolonged about 15 minutes. No patient harm was reported. The event was initially reported as such, ¿inaccurate placement & impeded in microcatheter-microcatheter hub. It was reported that during procedure, stent was advanced to the target site and was started to release. The stent was not deployed in the desired position, but it still covered the aneurysm neck completely. Doctor planned to release a second stent to achieve a better effect, so delivered a second stent. The second stent was impeded in the microcatheter hub and could not be pushed into the microcatheter. The doctor removed the second stent and microcatheter from the patient and gave up implanting the second stent, then completed the surgery. The surgery was prolonged about 15 minutes.¿ additional event information received on 18-jun-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x, lot number: 31586955). The microcatheter did not kink/bent. The 15 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.